Event description:
It was reported that an evacuated container was observed with vacuum loss. The device was observed to have collected less volume than expected. This malfunction occurred during use on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.